Event description:
The customer reported that the unit lost power while on back-up battery. The customer reported the ventilator was in use on a patient, but there was no patient harm. The company service techr reported that he could not duplicate the customer reported problem. The company service tech replaced the battery as preventive measure . This is being reported as a user error. Proper care, maintenance and testing should be performed when using battery power sources.